Manufacturer narrative:
Medtronic representative follow-up with the site finds the systems reported behavior has not been observed in cases performed since the alleged malfunction. Software investigation has not been completed as of the time of this report.

Event description:
A medtronic ent representative reported that, during a transphenoidal pituitary surgery, the surgeon suspected a 1-2mm inaccuracy when deep inside the sinuses. A pointmerge registration was used to compensate for patient size, excess skin, and chin tucked in scan vs. Patient actual position in the or. The green sphere encompassed the nose, eyes and complete sphenoid sinus. Surgeon continued to use navigation for the procedure. When surgeon was resecting the tumor with the bipolars (non-medtronic product and non-navigated instrument) the carotid artery was nicked and the patient lost approximately 3500cc of blood. The patient was given 2 units of blood in the room and taken to angio/cath for an emergency procedure to stop the blood loss. At this point, the surgery was on hold with the possibility that they will bring the patient back into the room and complete the original tumor resection. In follow-up, the medtronic representative reported the original blood loss was not caused by nicking the carotid, it was a nick to the aneurysm. In the cath lab they were able to coil the aneurysm and halt the bleeding which allowed them to proceed with the transphenoidal tumor resection and was completed as planned.

Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The navigation system and instruments were tested on site and found to be fully functional, passing all accuracy testing.